Event description:
It was reported via repair work order that the brakes did not hold and a caregiver was allegedly injured when moving a patient.

Manufacturer narrative:
Follow-up submitted with evaluation results and to report it was determined there was no injury involved with this complaint.

Event description:
It was reported via repair work order that the brakes did not hold and a caregiver was allegedly injured when moving a patient.